Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a possible infections corneal ulcer." As there was no product or lot number provided, no detailed investigation of manufacturing records can be performed.

Event description:
An eye care professional reported that a pt experienced tearing. Photophobia and foreign body sensation associated with wear of o2optix contact lenses and to change to the use of alcon optifree lens care solution. Report states a limbal lesion at 6 o' clock without a uveal reaction and follicle conjunctivitis was observed. Corneal abscess with severe pain and cultured pseudomonas positive. Treatment consisted of tobnex, ciloxan, euronac and temporary discontinuation of lens wear. Visual acuity pre-event unk. Last reported equity od 10/10, os 8/10. Event resolved. No further info has been provided.